Event description:
It was reported to philips that, while on scene with the patient at the 8 minute mark, the monitor shut off and turned back on to where it was when it turned off. The device was reported to be in use on a patient, however, no direct adverse event to the patient or user was reported.